Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ksr901 implantable pacemaker (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to low pacing impedance noticed during a device changeout. No patient complications have been reported as a result of this event.